Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Patients legal counsel reported patient underwent left hip revision approximately five years post-implantation due to allegations of pain, discomfort, difficulty walking, loosening of the implant, metal poisoning and metallosis this report is based on allegations set forth in plaintiffs complaint, and the allegations contained therein are unverified. Operative records received reported that patient underwent a left hip revision approximately five years post-implantation due to pain, loose acetabular cup, osteolysis, and foreign body reaction. Fluid was noted during the revision procedure. The head and cup were removed and replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-03809 / 03811).

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately five years post-implantation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative records revision due to pain, loose acetabular cup, osteolysis, and foreign body reaction. Fluid was noted during the revision procedure. The head and cup were removed and replaced and a liner was implanted.